Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to the patient being in a poor environment, but as no specific error or breach was reported, the cause is assessed as unknown. Beginning on the day of onset, the patient was treated with vancomycin for nine days (route, dosage, and frequency not reported) and ceftazidime for nine days (route, dosage, and frequency not reported) for the peritonitis event. Nine days after onset, the patient began treatment with ciprofloxacin for eighteen days (route, dosage, and frequency not reported), imipenem for eighteen days (route, dosage, and frequency not reported), and amikacin for eighteen days (route, dosage, and frequency not reported) for the peritonitis event. Four days prior to the receipt of this report, dianeal therapies were discontinued. After thirty days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis. No additional information is available.